Event description:
Pt presented with large pleural effusion. The seldinger technique was used to attempt to place a pigtail catheter in the pleural space. The needle, wire, and dilator in the kit went easily into the space and fluid was returned. The pigtail catheter, however, could not be advanced over the wire and appeared to bunch up when trying to pass through the tissue. A second kit was brought to the bedside, opened, and the replacement pigtail catheter was easily threaded over the wire into the chest.